Manufacturer narrative:
This report is submitted on 23 june 2020.

Event description:
It was reported that the patient experienced infection at abutment site and subsequently had the abutment removed. The implanted device remains.